Manufacturer narrative:
Device was used for treatment, not diagnosis the physical product was not returned but photos of the complained parts were evaluated. The complaint against the broken plate, two (2) broken screws, and one (1) bent screw was able to be confirmed however it is not possible to identify the part number or part family of the items. The plate appears to be of a very old design prior to the implementation of dynamic compression plating. The larger fragment was bent at the 3 hole from the wall, likely by the surgeon to adapt to the anatomy of the ankle. The plate was broken at the 5th hole and then again at the 7th hole which generated the smaller of the two (2) fragments. Both ends of the small fragment depict damage indicative of a sudden break and not a manufactured or deliberately cut end of the plate so it is likely that there is another portion of the plate that was not included in the pictures. Four (4) screws were included in the pictures. Two screws were broken, one approximately halfway through the shaft and the second closer to the distal tip. Another screw was bent along the proximal portion of the shaft. The last screw was not damaged but bony ingrowth was evident along the shaft of this screw and the distal tip of the bent screw. It is likely the bony ingrowth contributed to inability to remove the three (3) screws that were left in the patient. The definitive root cause could not be determined for the broken/bent implants with the given details however it is possible that patient noncompliance led to the complaint condition. There is not enough information provided to adequately identify the part number or part family for the complaint part(s). As such, a complaint history and dcrm review cannot be performed at this time. A DHR review and drawing review could not be performed as the part and lot numbers are unknown. Replication of the complaint condition is not applicable. A visual inspection was performed as part of the investigation. The complaint is confirmed. It is likely the bony ingrowth contributed to inability to remove the three (3) screws that were left in the patient. The definitive root cause could not be determined for the broken/bent implants with the given details however it is possible that patient noncompliance led to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for one (1) unknown screw that bent postoperatively. Part and lot numbers are not available for reporting. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had revision surgery on (B)(6) 2016 due to pain, hardware failure, and a non-union of the posterior aspect of the talus. Initially, the patient underwent an open reduction and internal fixation surgery to repair a right ankle fracture on (B)(6) 2015 after having a motor vehicle accident. The ankle fracture was treated with one (1) unknown one-hole 1.5mm plate, one (1) unknown 1.5mm plate (quantity of holes not specified) and unspecified quantity of unknown screws. Reportedly, on (B)(6) 2015 the patient was told by her doctor that she was healed. The patient began walking and in (B)(6) 2016, she started having pain in her right heel. On an unknown date in june 2016 the patient went to her doctor who took an x-ray that confirmed hardware failure. It was reported there was one (1) broken plate, one (1) bent screw and, two (2) screws broken at the distal tips. During the (B)(6) 2016 revision surgery the broken plate and plate fragments were removed along with the one (1) bent and two (2) broken screws. Three (3) screws were not removed because they were too embedded in the bone. No information was provided on whether the one-hole plate was removed. All hardware removal was confirmed by intra-operative x-rays. Reportedly, a new plate was not inserted during the revision surgery. The procedure was completed with no complications. As a result of these events, the patient has suffered considerable pain when walking and difficulty in doing normal tasks and incurred additional surgery and treatment. This report is for one (1) unknown screw that bent postoperatively. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Upon receipt of the devices, it was identified that the one (1) unknown bent screw is a cortex screw. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had a fracture dislocation from her original injury in (B)(6) 2015. The patient received an injection in (B)(6) 2016 that did provide some relief.the patient reported the complaint of swelling throughout the day and frequently had to rest, elevate her ankle and apply ice and compression. There was (1) broken plate and (6) malfunctioned screws, of which (1) was bent and (2) were missing their distal tips and (3) broken screws or screw fragments were not removed because they were too embedded in the bone. During a doctor's visit on (B)(6) 2017 it was reported that the patient had significant tenderness around the subtalar joint laterally on the ankle. The patient's treatment plan will include a repeat injection, bracing and future surgery that may be necessary to relieve pain and disability in her ankle. Concomitant devices reported: plate (unknown part and lot numbers, quantity:1).

Manufacturer narrative:
UDI: (B)(4). A product investigation with a visual inspection, drawing review was performed. Replication of the complaint is not applicable. The complaint is confirmed. Four screws (three broken, missing the distal tip, and 1 bent approx. 10 degrees at the connection between the head and the shaft) and two plate fragments were returned. From the original pictures, boney ingrowth was evident along the shaft of the broken screws and along the tip of the bent screw. From the etched lot (9066845), the plate was identified as part 246.24. The plate received in two pieces that appeared to be intentionally cut with a plate cutter. The larger fragment measured approx. 22.5mm in length, had a clean, diagonal cut on one end and another clean cut though the 5th hole, both indicative of a post-manufacturing cut using a plate-cutter. The larger fragment was bent approx. 35 degrees at the third hole and then another 10 degree at the fifth, partial hole. The smaller fragment measured 10.52mm in length with one complete screw hole and two partial screw holes. One partial screw hole appeared torn/broken off by excessive force and the second incomplete screw hole was partially clean cut using a cutter and partially torn/broken off. Based on the review of the medical records, it is likely that the smaller fragment was used as a washer for a 1.5mm screw to secure the fhl groove and the larger fragment was used around the posteromedial aspect to secure the comminution. Based on the visual and dimensional inspection, the screws are most likely from the 1.5mm cruciform drive cortex screw family (200.806-200.824). The bent screw measured approx. 20.42mm therefore identifying the screw as part 200.820 per relevant drawing. The broken proximal screw fragments measured 8.5mm, 12.07mm, 13.60mm but the part numbers cannot be identified without the distal fragments. It is likely that the distal tips of the screws were left embedded in the patient, per the medical records. However, it cannot be definitively determined how many screws were used for the ankle fixation. Please note: from the review of the medical records, it can be definitively determined that the tibial plateau was secured with a concomitant 3.5mm non-locking proximal tibial plate and six concomitant screws (one unknown metaphyseal and 5 unknown screws). It is uncertain if the larger fragment of the plate was bent intentionally or as a result of postoperative stress. Based on the review of the medical records, it is uncertain how many screws were used in the talus. The reported devices are part of the synthes dynamic compression plates and limited bone contact systems. Per the foot and ankle procedures options, the 2.0, 2.4, and 2.7mm cortex screws are recommended for the talus fracture repairs. Relevant product drawing was reviewed. Relevant measurements (shaft diameter) were found to be within specification. A definitive root cause could not be determined. It is likely that excessive strain exerted on the screws and plate postoperatively contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is unknown how many screws were used to fixate the 1.5mm, 4 hole head, 9 hole shaft t-plate that had been implanted to fixate the patient's ankle. It is possible that the three broken screw fragments that were missing the distal tips are the proximal fragments of the screws that were left embedded in the patient. This report is for one (1) 1.5mm cortex screw self-tapping 20mm.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.